Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, and reported that he went to his doctor yesterday, (B)(6) 20158. Patient reported that the educator identified that he had entered his transmitter identification (ID) incorrectly. No additional event or patient information is available.